Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) displayed tcmid:06 (ce post failure) message was confirmed during the functional testing and the archive review. The likely root cause of the reported complaint was related to a failure of the cooling engine or the danfoss controller. The event log review indicated multiple tcmid:06 errors on the event date, confirming the reported complaint. During functional testing, the thermogard xp ivtm system did not pass the power-on self-test and displayed a tcmid:06 error upon powering on, confirming the reported complaint. As this device has been in service for over 10 years, repairs will not be performed, and an upgrade to tghq has been proposed. Therefore, the unit will not be returned to azm, and the faulty device will remain at the hospital. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(6).

Event description:
Targeted temperature management was performed for the patient with using the thermogard xp ivtm system (sn (B)(6) and tcmid:06 (ce post failure) message occurred on the console. No health injury related to this error was reported.